Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during the use of a smiths medical cadd cassette reservoir, leakage of medical fluid from the medication bag was observed. There was no patient injury.